Event description:
Event description guidant received information that the patient with this pacemaker, which was included in a recent field advisory regarding failure mode 2, experienced two syncopal episodes. Additionally, multiple ventricular tachycardia episodes were stored in the pacemaker logbook due to undersensing in the atrium because the sensitivity in the atrium was programmed too high.